Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly two display board was dim for two devices and one display board was dim for seven devices. Reportedly, the display board will be replaced. There was no reported patient involvement.